Event description:
It was reported that, during surgery, accord dual ended hex driver was found to be worn out due to overuse. Surgery was not resumed, without delay, as an s&n backup was available and was used. The patient was not harmed.

Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation, the reported event could not be confirmed. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur.